Manufacturer narrative:
Philips has investigated the reported problem. According to the additional information collected, the system was in use during a diagnostic procedure. The procedure was completed using a different system with no reported delay or harm to the patient or user. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting indicated that the system's service part single board computer was faulty. The fse replaced the service part single board computer, and the system was returned to use in good working order. The faulty service part single board computer was returned for analysis. Analysis did not show any failures with the service part single board computer, though it was noted that the unit was old with dust build-up inside the ports and components. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the operating system does not start. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the single board computer was replaced, the system was returned to use in good working order.